Event description:
Champion af study: it was reported that the device did not seal. Prior to the procedure, the patient was on apixaban. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 24.0 mm. The patient was discharged on apixaban (10 mg /day). 140 days post procedure the patient had a four-month follow-up procedure. The transesophageal echocardiogram imaging estimated the left ventricular ejection fraction to be 45 percent and showed that there was an incomplete seal with jet size 6.0 mm. At the time of the event, the patient was on apixaban (10mg/day). No further information is available at this time.

Event description:
(B)(6) study: it was reported that the device did not seal. Prior to the procedure, the patient was on apixaban. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 24.0 mm. The patient was discharged on apixaban (10 mg /day). 140 days post procedure the patient had a four-month follow-up procedure. The transesophageal echocardiogram imaging estimated the left ventricular ejection fraction to be 45 percent and showed that there was an incomplete seal with jet size 6.0 mm. At the time of the event, the patient was on apixaban (10mg/day). No further information is available at this time. It was further reported that on (B)(6) 2023, a watchman coiling procedure was performed in response to the event. On (B)(6) 2024, the leak was considered to be resolved, and on the same day, apixaban (10 mg/day) was stopped and restarted with aspirin (81 mg/day).